Event description:
The facility's registered nurse reported to baxter (B)(4) that when using the secondary medication port on a clearlink non-dehp continu-flo solution set, the fluid would not run. The nurse disconnected and tried to flush but was unable to do so. The set was taken down and replaced. This event occurred during patient use, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.